Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, delamination of valve. A leak test was performed and no openings were found. Despite the valve being delaminated, the device doesn't leak since the delamination is around 40%. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported overfilling the device to 330cc. Device remains implanted.